Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair will not stop when the patient uses the joystick.